Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: "do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the front panel could have been broken because the user hit the panel on the hard object accidentally or applied a strong impact to the panel unintentionally.

Manufacturer narrative:
The device was received by olympus for evaluation. The user facility report was confirmed, and it was found that the scope socket sticks intermittently. Additionally, small amounts of condensation were found inside. Olympus is recommending replacement of the scope socket and lamp replacement. Olympus is pending user facility approval to complete service on the device. If new information is provided from the final service, a summary will be provided in a supplemental report.

Event description:
The user facility reported that the clv-190 power switch is broken and does not energize the device. The reporter stated this occurred during preparation for use so there was no patient involvement.